Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump had intermittent act button response due to flattened button dome switch. No unlocked lcd keypad connector was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms were noted during testing. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump gave an rf pic failed error alarm during the self test due to a faulty component on the radio frequency board. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons do not always respond and multiple alarms have been received on the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the arrow buttons do not work and the pump will display an empty reservoir when the reservoir is full. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.